Event description:
A surgeon reported a pt who experienced severe glare at night following intraocular lens (iol) implant surgery. The pt described it as "severe glares in night about eighteen feet in height around light source." The pt also reported dullness of vision in low light conditions, especially when going inside, after being in the light, adding that it takes some time to adjust the visual acuity. The surgeon advised the pt to wait one or two months after the surgery for adaptation to take place, but the events did not resolve. The surgeon performed an oct (optical coherence tomography), aberrometry and topography to further evaluated the pt. It was determined that the pt's pupil size was more than six millimeters in scotopic conditions. The surgeon also suggested the pt to seek the opinion of a second surgeon. There are two medical device reports associated with these events. This report is for the fellow eye. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionaire has not been received. (B)(4).